Manufacturer narrative:
A hole-perforation causing fluid loss and urinary incontinence were reported.the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff pillow that is consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the cuff component.product analysis confirmed the hole-perforation causing fluid loss. The malfunction identified would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter due to pierced cuff that resulted leakage.

Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter due to pierced cuff that resulted leakage.